Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a type b dissection of the thoracic aorta. The patient was admitted to hospital in emergency due to back pain and lover limb ischemia. An emergency procedure was performed due to the ruptured aorta. The physician landed the device in zone 4 (distal to the left subclavian artery), during the implantation of the conformable gore® tag® thoracic endoprosthesis the left subclavian artery was partially covered unintentionally. The patient was transferred to the immediate care unit (ICU). On (B)(6) 2015 - after 251 hours on the ICU- the patient died due to multivisceral organ failure. The patient had a history of cerebrovascular accident (cva), hypertension, chronic obstructive pulmonary disease (copd), smoker and an asa IV status. The patient was included in the (B)(4) registry and in the (B)(4) registry.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional information was provided by the implanting physician, professor dr. (B)(6), which determined there is no allegation of deficiency against the conformable gore tag thoracic endoprosthesis involved in this event. There was no unintentional coverage of the subclavian artery as initially reported. The ctag was implanted in the straight segment of descending aorta. This event is not reportable to the FDA for the ctag device, and the earlier submission to FDA is hereby retracted. It was found during the imaging evaluation that the patient had an external iliac dissection. It was reported to gore that a repair was done during the procedure. A dry seal sheath was used during the procedure. A report is being submitted on the dry seal sheath instead.